Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2019-04924. Concomitant medical products: articular surface regular constraint, item#: 90597003012, lot#: 64428213. Report source - (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the surgeon was unable to clip the articular surface into the tibia plate. There is no additional information at this time.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. The reported event is not confirmed. The articular surface was returned and visual examination of the returned product identified that the dovetail feature exhibits damage (flared out). The tibial component remains implanted. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.